Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; initial implant malpositioning.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient later reported a recurrence of si joint pain symptoms. The surgeon determined that the caudal positioned implant was not placed optimally, and the patient wanted it removed. In (B)(6) 2019, the surgeon removed the caudal positioned implant. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.